Manufacturer narrative:
Integra has completed their internal investigation on july 3, 2017. Results: failure condition was confirmed via the customer's photo , the halo arm cable has severed in two. The failure was reviewed with integra service engineer, reviewing the photo from the customer. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback from 05/23/2015 to 05/23/2017 for this reported failure using key words "broken "wire" arm for product ID shows that 6 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause for this failure, is overtightening of the halo cable while the wire was inadvertently stuck between the threaded end and slide. The customer photo was reviewed with our service engineer , and the condition was readily identified for cause and effect.

Event description:
It was reported that the budde halo was broken. Additional information has been requested.

Manufacturer narrative:
Additional information received from the reporter on 13jun2017: the product problem was discovered during surgery. On (B)(6) 2017. When the user loosened the flex arm, the wire broke off.